Manufacturer narrative:
Physio-control further evaluated the customer's device and was still unable to duplicate the reported issue. Physio replaced the power pcb assembly as a precaution. After other observing proper device operation through functional and performance testing, the device was returned to the customer for use. Physio downloaded the electronic records from the device and verified the reported issue. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device powered off by itself during a patient event. The customer advised that there were no adverse effects to the patient as a result of the reported issue.

Manufacturer narrative:
Physio-control contacted the customer to request additional information on the patient. The customer informed physio-control that no further patient information is available. Physio-control performed an initial evaluation of the customer¿s device but was unable to duplicate the reported issue. The customer provided a video which confirmed that the device experienced an inappropriate loss of power. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device powered off by itself during a patient event. The customer advised that there were no adverse effects to the patient as a result of the reported issue.